Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump battery was depleting quickly, the insulin on board (iob) reading was inaccurately displayed, pump shut off unexpectedly, the occlusion alarm was not audible, pump was not delivering insulin and the pump software did not suspend insulin delivery. Customer's blood glucose was 290 mg/dl. Contact's diabetes nurse looked at pump and they could "see the deliveries that were made"; however, contact reported the insulin had not been delivered.

Manufacturer narrative:
.